Event description:
Reportable based on device analysis completed on 10sep2024. It was reported that balloon leak occurred. The about 80% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During first inflation at about 22 atmospheres for about 2 minutes, the balloon was leaking liquid near the tip. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a balloon pinhole.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 1mm proximal from the distal markerband.a visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.